Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening and red/yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Event description:
Pharmacist report the right side device was "pierced". The device has been explanted.

Manufacturer narrative:
(Date of birth of patient): (B)(6). Health professional refers to the pharmacist ( (B)(6)). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist report the right side device was "pierced". The device has been explanted.